Event description:
It was reported via repair work order that the scale was inaccurate due to an obstruction located between the fowler and frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.